Manufacturer narrative:
The reported events of inadequate capture and unspecified sensing issue were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited inadequate capture and unspecified sensing issue. The lead was not used and replaced during procedure. The patient was stable.